Manufacturer narrative:
As reported, the 6/7f mynx control vascular closure device (vcd) balloon ruptured during prep before the procedure. There was no reported patient injury. The mynx vcd was used in an interventional peripheral. The procedure used a retrograde approach. The deployer was mynx certified. A 6f unknown catheter sheath introducer (csi) was used. The mynx vcd was prepped according to the instructions for use (IFU). Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 and 2 were not depressed with the stopcock closed. The sealant remained in the manufacturing position, protruding out from the sealant sleeve assembly side slits due to improperly packaging of the device for returning. The syringe was returned and was not connected to the return device. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a taper-to-taper tear in the balloon of the returned device, approximately 1 mm from the balloon neck was revealed. A product history record (phr) review of lot f2119403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a taper-to-taper tear in the balloon of the returned device, approximately 1 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending.

Event description:
As reported, the 6/7f mynx control vascular closure device (vcd) balloon ruptured during prep before the procedure. There was no reported patient injury. The mynx vcd was used in an interventional peripheral. The procedure used a retrograde approach. The deployer was mynx certified. A 6f unknown catheter sheath introducer (csi) was used. The mynx vcd was prepped according to the instructions for use (IFU). Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product is expected to be returned for evaluation.